Event description:
It was reported that the patient's blood glucose level reached 24.9 mmol/l (448.2 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. It was noted that the pink slide did not move forward, but the cannula was visible. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The download data did not show any timeouts or drive stalls during the run. The device was deactivated at 218 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure.